Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking event on 06-may 2024. Set got removed while customer was taking shower. No further information available.

Manufacturer narrative:
E1: (B)(6).